Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, foreign, distributor) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that code of product does not match with the description of the lead. The outside of box information was wrong. Spacing between the electrodes were described 1.5mm, when it supposed to be 4mm. There were no external contributing factors. Troubleshooting was performed of verification of the manuals. The lead was opened and inside the box everything was okay. The lead was implanted. There were no patient symptoms for complications associated with the event. No medical or surgical intervention, or hospitalization was needed. The patient was alive with no injury.